Event description:
The peritoneal dialysis registered nurse (pdrn) stated that the patient was scheduled for surgery to reposition the catheter and the hospitalization was not due to any event or symptoms related to treatment with the pd cycler. The manufacturer of the catheter, model, or lot/serial number are unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).